Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing a perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges wrap was too hot. The cause of the wrap becoming too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] product burned her hip and her back/red burn/blistered to right hip [burns second degree], the product was very hot [device issue], 1 patch applied for 9 hours/she did not check the skin under the product while wearing product. She did not read instructions before using product [device use error]. Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap (robax lower back & hip heatwrap), device lot number s22533, expiration date 30nov2019, via an unspecified route of administration from an unspecified date at an unspecified dose for lower back and hip pain. Medical history included post-menopause from an unknown date, stomach problem from an unknown date, fibromyalgia from an unknown date, and hypertension from an unknown date. Concomitant medications included ongoing amitriptyline hydrochloride (amitriptyline) at 25 mg, once a day for fibromyalgia, ongoing hydrochlorothiazide (hctz) at 25 mg, once a day as fluid pill, ongoing acetylsalicylic acid (aspirin) at 81 mg, once a day and 1 dose daily of unspecified drug for stomach. Consumer stated that she used one pad the product was very hot. The product burned her hip and her back. The consumer reported that she used the product for lower back pain and hip pain on (B)(6) 2017 (stopped (B)(6) 2017) and she applied 1 patch for 9 hours. When she took patch off, she saw the red burn. The next morning ((B)(6) 2017) it was blistered to right hip. She was not admitted to hospital for the event burned hip/back and received treatment polysporin 4 mg for burn and blister. She was still experiencing the event. The patient's skin tone was very light or fair, did not have sensitive skin and abnormal skin conditions. She did not engage in exercise while using product. She did not check the skin under the wrap. The action taken in response to the events for thermacare heatwrap was unknown. Event burned her hip and her back/blistered to right hip outcome was not recovered, other event outcome was unknown. According to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing a perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges wrap was too hot. The cause of the wrap becoming too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (16mar2017): new information received from the same contactable consumer included: patient's age, suspect device indication, medical history, concomitant drugs, events details (burned her hip and her back/blistered to right hip), case upgraded to serious, event treatment and outcome. No follow-up attempts are possible. No further information is expected. Follow up (06apr2017): new information received from the product quality complaint group included investigational results. Company clinical evaluation comment based on the information provided, the product was very hot and burned her hip and back and blistered to right hip; after she applied patch for 9 hours/did not check the skin under the product while wearing product as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. No device malfunction has been identified. No quality issues were identified., comment: based on the information provided, the product was very hot and burned her hip and back and blistered to right hip; after she applied patch for 9 hours/did not check the skin under the product while wearing product. The events described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. No device malfunction has been identified. No quality issues were identified.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing a perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges wrap was too hot. The cause of the wrap becoming too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] product burned her hip and her back/red burn/blistered to right hip / the product burned her in two different spots on her side [burns second degree], the product was very hot [device issue], 1 patch applied for 9 hours/she did not check the skin under the product while wearing product. She did not read instructions before using product [device use error]. Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap (robax lower back & hip heatwrap), device lot number s22533, expiration date 30nov2019, via an unspecified route of administration from an unspecified date at an unspecified dose for lower back and hip pain. Medical history included post-menopause from an unknown date, stomach problem from an unknown date, fibromyalgia from an unknown date, and hypertension from an unknown date. Concomitant medications included ongoing amitriptyline hydrochloride (amitriptylene) at 25 mg, once a day for fibromyalgia, ongoing hydrochlorothiazide (hctz) at 25 mg, once a day as fluid pill, ongoing acetylsalicylic acid (aspirin) at 81 mg, once a day and 1 dose daily of unspecified drug for stomach. Consumer stated that she used one pad the product was very hot. The product burned her in two different spots on her side. The product burned her hip and her back. The consumer reported that she used the product for lower back pain and hip pain on (B)(6) 2017 (stopped (B)(6) 2017) and she applied 1 patch for 9 hours. When she took patch off, she saw the red burn. The next morning ((B)(6) 2017) it was blistered to right hip. She was not admitted to hospital for the event burned hip/back and received treatment polysporin 4 mg for burn and blister. She was still experiencing the event. The patient's skin tone was very light or fair, did not have sensitive skin and abnormal skin conditions. She did not engage in exercise while using product. She did not check the skin under the wrap. The action taken in response to the events for thermacare heatwrap was unknown. Event burned her hip and her back/blistered to right hip outcome was not recovered, other event outcome was unknown. According to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing a perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges wrap was too hot. The cause of the wrap becoming too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (16mar2017): new information received from the same contactable consumer included: patient's age, suspect device indication, medical history, concomitant drugs, events details (burned her hip and her back/blistered to right hip), case upgraded to serious, event treatment and outcome. No follow-up attempts are possible. No further information is expected. Follow-up (06apr2017): new information received from the product quality complaint group included investigational results. Follow-up (05may2017): new information received from the same contactable consumer included: more event details (the product burned her in two different spots on her side). No follow-up attempts are required. No further information is expected. Company clinical evaluation comment: based on the information provided, the product was very hot and burned her hip and back and blistered to right hip; after she applied patch for 9 hours/did not check the skin under the product while wearing product as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. No device malfunction has been identified. No quality issues were identified., comment: based on the information provided, the product was very hot and burned her hip and back and blistered to right hip; after she applied patch for 9 hours/did not check the skin under the product while wearing product. The events described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. No device malfunction has been identified. No quality issues were identified.

Event description:
Event verbatim [preferred term] product burned her hip and her back/red burn/ blistered to right hip [burns second degree], the product was very hot [device issue] , 1 patch applied for 9 hours/she did not check the skin under the product while wearing product. She did not read instructions before using product [device use error] , . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) year-old female patient of an unspecified ethnicity started to receive thermacare heatwrap (robax lower back & hip heatwrap), device lot number s22533, expiration date 30nov2019, via an unspecified route of administration from an unspecified date to an unspecified date at an unspecified dose for lower back and hip pain. Medical history included post-menopause from an unknown date and unknown if ongoing, stomach problem from an unknown date and unknown if ongoing, fibromyalgia from an unknown date and unknown if ongoing, hypertension from an unknown date and unknown if ongoing. Concomitant medication included amitriptyline hydrochloride (amitriptylene) at 25 mg, 1x/day for fibromyalgia, hydrochlorothiazide (hctz) at 25 mg, 1x/day as fluid pill, acetylsalicylic acid (aspirin) at 81 mg, 1x/day and 1 dose daily of unspecified drug for stomach. Consumer stated that she used one pad the product was very hot. The product burned her hip and her back. The consumer reported that she used the product for lower back pain and hip pain on (B)(6) 2017 (stopped (B)(6) 2017) and she applied 1 patch for 9 hours. When she took patch off, she saw the red burn. The next morning ((B)(6) 2017) it was blistered to right hip. She was not admitted to hospital for the event burned hip/back and received treatment polysporin 4 mg for burn and blister. She was still experiencing the event. The patient's skin tone was very light or fair, did not have sensitive skin and abnormal skin conditions. She did not engage in exercise while using product. The action taken in response to the events for thermacare heatwrap was unknown. Event burned her hip and her back/blistered to right hip outcome was not recovered, other event outcome was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (16mar2017): new information received from the same contactable consumer included: patient's age, suspect device indication, medical history, concomitant drugs, events details(burned her hip and her back/blistered to right hip), case upgraded to serious, event treatment and outcome. Company clinical evaluation comment: based on the information provided, the product was very hot and burned her hip and back and blistered to right hip; after she applied patch for 9 hours/did not check the skin under the product while wearing product. The events described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. Comment: based on the information provided, the product was very hot and burned her hip and back and blistered to right hip; after she applied patch for 9 hours/did not check the skin under the product while wearing product. The events described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.